Event description:
In this event a doctor reported that an aseptico torque motor's torque setting was stuck on 1, possibly causing a file to separate; the separated piece was incorporated into the filling.

Manufacturer narrative:
Because evaluation on the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The file separation will be reported via asr, as appropriate. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.